Manufacturer narrative:
The information in this event was included in the quarterly journal review conducted at the end of the q4 2018. If additional information is received, it will be provided in a follow up report. Device not returned.

Event description:
It was reported in "management and outcome of the dislocated hip hemiarthroplasty": "of 3326 consecutive patients treated with hemiarthroplasty for fractured neck of femur, 46...sustained dislocations". A table is provided identifying 20 of the 46 patients with the exeter trauma stem (ets). This article was included in the quarterly journal review conducted at the end of the q4 2018.